Manufacturer narrative:
Result: device performed according to specifications conclusion: it cannot be definitively determined what the true cause of the discrepant results is. The sample was sent for investigative testing. Three replicates of the sample were analyzed using the. Cobas amplicor test for (B)(6). One sample was (B)(6), one was negative for (B)(6) and one generated equivocal results. Retain testing of the complaint kit lot met specifications. It is unknown if the patient was symptomatic or asymptomatic. In the procedural limitations section of the test's package insert, it is stated that "although evaluated with urine from females and swabs from asymptomatic males, the cobas amplicor test for (B)(6) had reduced performance and is not recommended for testing female urine specimens or asymptomatic male swab specimens." As no patient information was provided for the male swab specimen in question, it cannot be determined if this may have played a role in the generation of the discrepant results. In addition, the package insert states "additional testing is recommended in any circumstance when (B)(6) or false negative results could lead to adverse medical, social or psychological consequences." No additional testing was performed by the customer. It cannot be definitively determined what the true cause of the discrepant results is. Retain testing of the complaint kit lot met specifications. The cause of the discrepant results in this complaint may likely be sample specific. There is no indication of a product non-conformance. (B)(4).

Event description:
A customer from the us filed a complaint alleging that a (B)(6) result was generated for one sample while using the cobas amplicor (B)(6) test for (B)(6). No information regarding the patient was provided. Sample ID (B)(4) was initially negative on (B)(6) 2012 and was repeated on (B)(6) 2013 (both results were (B)(6)). The sample type was a male swab. No other test method was used to confirm the results.